Manufacturer narrative:
(B)(4). Date sent: 7/27/2017. Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please describe the skin eversion technique when applying the skin stapler? In what surgical procedure was the device used? What was the degree of flexion of the hip during stapling? How were the sub-cutaneous and joint capsule layers closed when stapling? Once the dehiscence was identified, were the staples still present? If so, were they malformed? How long after the surgical procedure was the dehiscence identified? How was the dehiscence addressed? What is the current patient status?

Event description:
It was reported that the doctor performed a total hip arthroscopy using a stapler to close the incision. The patient returned after the procedure with wound dehiscence. No intervention was required. No device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any interventions required to address the wound dehiscence? No the following information was requested, but unavailable: can you please describe the skin eversion technique when applying the skin stapler? In what surgical procedure was the device used? What was the degree of flexion of the hip during stapling? How were the sub-cutaneous and joint capsule layers closed when stapling? Once the dehiscence was identified, were the staples still present? If so, were they malformed? How long after the surgical procedure was the dehiscence identified? How was the dehiscence addressed? What is the current patient status?